Event description:
It was reported that during preparation for a stenting treatment procedure, the stent moved on the balloon. The target lesion was located in the right coronary artery. Upon unpacking the 2.50x16mm promus element stent, the physician noted that the stent wasn't placed properly on the balloon. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual and microscopic examination found no issues with the device. No kinks or damage were noticed along the shaft of the device. The balloon, stent and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is not confirmed. The complaint included a returned device review which showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint report stated that the stent of this device moved on the balloon. The device was analysed and no damage was evident on the device. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent moved on the balloon. The target lesion was located in the right coronary artery. Upon unpacking the 2.50x16mm promus element stent, the physician noted that the stent wasn't placed properly on the balloon. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.